Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 6mm syringe. Customer states that when plunger cap was removed, the plunger rod fell out of syringe and could not see the stopper inside of the barrel. The returned syringe was examined and exhibited a missing stopper, which could cause the plunger rod to fall out of the barrel. A review of the device history record was completed for batch# 5229532. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200607088, 200607282, 200607150] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 20nov2019, holdrege received photos of 1.0ml 31g, 6mm syringe with lot #5229532. Visual inspection of photos found the stopper missing from the plunger rod. The plunger rod tip is intact with no visible damage. The plunger rod and stopper are assembled at the assembly machine. Rubber stoppers are fed via rail to a dial then held in place with vacuum pressure. The plunger rod is fed into the dial and pressed on to the stopper as it rotates then releases the assembled plunger rod with stopper to the assembly dial. Review of DHR files found no quality notifications related to this complaint. Unable to determine root cause of missing stopper. Acr19-04-008 created manual ejection station to remove syringes with damaged plunger rod tips or missing stoppers was installed after the date of manufacture for lot #5229532. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle plunger cap was removed. This was discovered during use. The following information was provided by the initial reporter: material no. 324912 batch no. 5229532. It was reported that when plunger cap was removed, the plunger rod fell out of syringe and could not see the stopper inside of the barrel. This pr (B)(4) records issue of plunger rod separates and stopper missing on 22oct2019. Verbatim: issue: consumer reported when she removed the plunger cap, the plunger rod fell out, she could not see stopper inside the barrel. One fell out on the weekend. She uses new syringe for injection. Offered to send the voucher.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle plunger cap was removed. This was discovered during use. The following information was provided by the initial reporter: material no. 324912 batch no. (B)(4). It was reported that when plunger cap was removed, the plunger rod fell out of syringe and could not see the stopper inside of the barrel. This pr (B)(4) records issue of plunger rod separates and stopper missing on (B)(6) 2019. Verbatim: issue: consumer reported when she removed the plunger cap, the plunger rod fell out, she could not see stopper inside the barrel. One fell out on the weekend. She uses new syringe for injection. Offered to send the voucher.